Event description:
The patient was undergoing a knee arthroscopic surgery. The irrigator pump continued to pump fluid constantly when it should have stopped. The error resulted in fluid overload and massive scrotal swelling in the patient. The patient will need additional treatment as a result. The patient was admitted overnight and discharged with decreased swelling of the scrotum and leg.